Event description:
It was reported, the patient has never rec'd effective stimulation since the system was implanted. The patient was reprogrammed several times to no avail. It is suspected the lead has migrated. Patient will have x-rays as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.